Event description:
It was reported that there were pauses due to undersensing of the implantable cardiac monitor. The device is already programmed to the most sensitive setting. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).